Event description:
A rupture occurred during an intracranial embolization. The decision to transition to a new line of coils, the microvention hyper soft 3d, was made to rapidly deploy coils as to stop the intracranial hemorrhage. During the deployment of the ref# 8410-0102, (B)(4), the coil began to stretch, the doctor decided to try to remove the coil which at that point had wrapped around another already deployed coil (the only thing slowing the intracranial hemorrhage) and both needed to be removed to prevent thrombus from forming in the native vessel. The entire catheter and coils mass was removed and the doctor had to re-access the aneurysm and rapidly deploy different coils.